Event description:
Customer reported experiencing air bubbles and gaps in the system on three separate occasions over the past three months. The specific impact on blood glucose levels was unknown, but it was reported as "high" for all events. To address high blood glucose levels, the customer administered correction boluses via the pump for the first two events and a correction injection via mdi for the third event. The issue was linked to the tandem mobi cartridge, and large bubbles were observed during pumping, not during the load sequence. The customer resolved the issue by changing the cartridge and infusion set/tubing before resuming insulin delivery.